Manufacturer narrative:
The exact event date is unk. It was reported that the approx date was (B)(6) 2009. The device has not been returned; therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. (B)(4).

Event description:
Note: this MFR report pertains to the third of three devices used during the same procedure. Refer to associated MFR reports #3005099803-2009-05815 and #3005099803-2009-05819 for a description of the first and third devices. A hydrothermablator console unit and two hydrothermablator procerva procedure sets were used during a hydrothermablator (hta) procedure. This report pertains to the first hta procerva set. According to the complainant, during the procedure, the first hta procerva kit leaked from the scope adapter and was exchanged. Next, during the ablation phase, with hot saline in the pt, the hta console turned on and off by itself. The system went back to the beginning of the cycle without going into the cool down phase. The physician waited until the fluid cooled down before removing the scope. The scope adapter from the second kit was leaking. There were no alarms. The physician completed the case with another hta unit. The pt's condition was reported as fine.